Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) and it was reported that the patient losing weight was the cause of the pump movement, as the skin had laxity allowing for motion. Actions/interventions included they aspirated the pocket, and it had improved. It was noted the pump alarm had been silenced. It was also reported that the cause of the pump stopping had not been confirmed at this time.

Manufacturer narrative:
H6. Correction: device code: a1407 is not applicable to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) and manufacturer's representative (rep). It was clarified that the explanted pump was discarded by the customer and this was verified by the clinic and the ambulatory surgery center. It was also reported that there was no date/time information for the pump stop based on patient notes at the clinic.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a consumer (con) reported that they had an infection.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving fentanyl /morphine via an implantable pump for non-malignant pain indications for use. It was reported that she no longer has a managing doctor, and her pump was critically alarming. The patient stated it began a few days ago (event date oct-24). She was dismissed from her doctor due to having other drugs in her system. The patient reported return pain, issues with her liver, and interstitial cystitis. However, she does not believe her pump was empty, but it was unclear. She has already received physician listings. Explained the pump alarm can be silenced with clinician programmer. The patient stated that she would like to have the pump removed. The agent redirects the patient to a healthcare provider. The patient may be going to emergency room (ER). The patient reported that she could not eat a lot, she was sweating and has lost a lot of weight. Additional information was from a consumer (con) stated that they no longer have a pain doctor. They pump was supposed to be removed but the healthcare provider (hcp) said they would not take out the catheter, only the pump. The patient wanted both removed. The pump therapy was great when it worked but did not work once it stopped working. The patient stated that when they went to the hospital, and no one wanted to touch the pump or the patient because they did not implant the pump. The patient provided a couple dates, the (B)(6), and today but it was confusing what the patient was talking about. The pump had morphine in it for 5 years then the nurse changed it to morphine with fentanyl. They went into a hospital and there were no meds in her blood at all. The patient were in pain and went through withdrawal. The patient stated that they have a low quality of life. The agent reviewed medtronic resources available to hcps. The agent emailed the field for visibility and possible additional hcp options. Additional information received from a consumer (con) reported that the patient's pump had been beeping for nearly 3 months due to low reservoir. The patient stated that it had been loud and embarrassing. They re-reported that they do not have a pain doctor. The patient had met with a physician on (B)(6) 2024 to attempt to shut the alarm off but had been unsuccessful as there was supposed to be a medtronic representative there to assist but they had not showed. The patient stated the sound had been driving them insane, they can't ear, they can't sleep, and they are nervous when they hear it. Additionally, they stated the pump had been moving in fluid in their buttocks and was swollen. Additional information received from a patient indicated that the pump was removed on (B)(6) 2024. The patient stated they had requested the full system be removed but the health care provider (hcp) only removed the pump and left the catheter in the body and the patient could feel the catheter in their lower back and it hurt the patient so bad. The patient stated the pump worked great when it worked. The patient stated on (B)(6) their teeth fell out into their hand. The patient stated they had proof that the pump stopped. The agent confirmed that the pump status did not show as returned yet. The agent redirected to the hcp. The patient stated they were dismissed by the hcp for being on weed but the patient denied this. The patient stated they lost 14lbs in dec. The agent agreed to email the field staff and request they follow up with the patient. The agent sent an email to patient registration services (prs) to update the patient record and send an email to the field.

Event description:
Additional information received from a patient indicated that they called back to check on the status of the pump return. The agent reviewed with the patient there was still not a pump checked in for analysis. The patient re-reported information regarding the pump stalling and that the pump was removed due to infection. The patient stated the pump was removed but the catheter was left implanted despite the patient being told the catheter would also be taken out. The patient stated they were still dealing with infection, they had an infectious diseases team working to resolve it since dec. The disease starts with a p and was rare. The patient stated they had been in bed sick and they had been given "drips" but the infection would still not go away. The patient stated there was fluid around the pump even though the hcp claimed there wasn't but patient said there was. The patient stated they were bedridden and couldn't talk or do anything/leave their house. The patient stated their pain was so bad and they believed the catheter needed to also be removed. The patient mentioned hearing a critical alarm in the past. The patient stated the op reports they got from the hcp did not match the information they had. The agent agreed to send an escalation follow up to the field and connected the patient to prs to obtain an implant data sheet for their records.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.